Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received questionable high results for two patient samples tested for the elecsys vitamin d assay (vitd) on a cobas 6000 e 601 module (e601). Of the two samples, one had an erroneous result. This erroneous result was not reported outside of the laboratory. It was noted that the customer had a similar problem in (B)(6) 2017. The sample initially resulted as > 100 ng/ml. The sample was repeated twice, resulting as 34.5 ng/ml and 38.0 ng/ml. No adverse events were alleged to have occurred with the patient. The vitd reagent lot number was 273982. The reagent expiration date was asked for, but not provided. The field service engineer performed maintenance on the analyzer. He checked the adjustment of the reagent probe and mixer. He also checked and adjusted the gear pump pressure and washing tower. He checked the vitd reagent packs that the customer stored in the refrigerator and found two packs with foam on the reagent surface. He ran precision studies on the analyzer. The customer excluded the possibility that there was foam on the surface of the reagent at the time of testing. The reagent pack in use was nearly empty at the time of testing. Some scatter was observed with quality controls that were tested on (B)(6) 2018. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The most likely root cause would be related a mis-pipetting of the sample. Other possible root causes include improper handling of the reagent or system reagents, or contamination of the environment with the analyte.

Manufacturer narrative:
Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. Investigations are ongoing to determine the root cause of this issue. A workaround has been provided to customers. Unique identifier (UDI)#: (B)(4).

Manufacturer narrative:
The investigation was unable to find a definitive root cause.